Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was unable to confirm the reported event of heat and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.